Event description:
A customer reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through a pump reset, which resolved the issue, and the customer was able to successfully start their sensor session without further errors.